Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H6: code 3221 - the devices remain implanted and, therefore, were not available to gore for direct analysis. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak."

Manufacturer narrative:
As gore was unable to determine which abdominal system component was involved in the alleged type iii endoleak, an additional gore® excluder® device (pxc141400j/ 11856696) will be identified on this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak."

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, follow-up examination reportedly revealed a type iiia endoleak at the junction of the trunk-ipsilateral leg component and the contralateral limb on the left side. On (B)(6) 2021, the patient underwent a reintervention procedure whereby two additional stent grafts were deployed to treat the type iiia endoleak. According to the report, no final angiography was performed. The patient tolerated the procedure.